Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mjm856, expiration date: 7/31/2023. Date of mfg.: 8/7/2018. Batch mmm673; expiration date: 10/31/2023. Date of mfg.: 11/6/2018. Batch mjz120; expiration date: 7/31/2023. Date of mfg.: 8/9/2018. A manufacturing record evaluation was performed for the finished device mjm856, mmm673, mjz120 possible batch number, and no non-conformance's were identified. Investigation summary: a suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Investigation summary: it was received for analysis twenty-nine unopened samples of product code z316, mjm856. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance suture pre-op was found and the tested samples met the finished goods requirements. It was received for analysis ten unopened samples of product code z316, mmm673. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture pre-op was found and the tested samples met the finished goods requirements. It was received for analysis an unopened sample of product code z316, mjz120. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture pre-op was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During pre-op, the suture popped. The procedure was completed with another device of the same product code. There were no adverse patient consequences reported. Upon evaluation of the returned device, a fracture was observed at the suture attachment of the needle.